Manufacturer narrative:
The 2mm drill bit long, 1405-2021 is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The device was not returned to the manufacturer for evaluation and the product identification necessary to review the specific manufacturing history was not provided. Device history records for the 1405-2021 were reviewed and no issues were identified during the manufacturing and release of the devices that could have contributed to the problem reported. The surgeon chose not to attempt to remove the tip of the broken drill and it remains implanted. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device not returned.

Event description:
A clinical specialist attending a bunion surgery on (B)(6) 2016, reported that the tip of a drill bit broke while the surgeon was drilling the hole for the m1-m2 screw. The drill bit was retained in the 1st metatarsal of the patient. There were no other patient outcomes reported and the surgery proceeded without delay.